Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of rust/corrosion was found in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was found. Unrelated to the complaint, the audio bolus button cover was torn. The button responded appropriately during testing.